Manufacturer narrative:
(B)(4).

Event description:
Data was provided for investigation. The problem could not be confirmed. The probable cause could not be determined post investigation as the allegation was not found.

Event description:
It was reported that a sensor failure after warm up occurred. The sensor was inserted into the arm, which is off label usage of the device on (B)(6) 2023. On (B)(6) 2023, the patient's parent stated the sensor failed and the cgm was not providing any readings. The patient was vomiting so the patient's parent checked their blood glucose with a finger stick and the value was 550 mg/dl. The patient's parent brought the patient to the hospital where the patient was admitted for three days. The patient's parent declined to provided additional information about the event but confirmed that at the time of the report, the patient was doing okay. Data has been requested but but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.